Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year-old female patient who had essure (batch no. 624841, 624841) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. Previously administered products included for an unreported indication: iud from 2003 to (B)(6) 2006. Concurrent conditions included dysfunctional uterine bleeding, uterine leiomyoma, abdominal pain and urge incontinence. Concomitant products included amitriptyline since (B)(6) 2016 and gabapentin since (B)(6) 2016. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2008, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced fibromyalgia ("other injury(ies) or complication(s) please describe: fibromyalgia-chronic pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and pain ("chronic pain/body ache"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine, headache, vaginal discharge, dyspareunia, fatigue, fibromyalgia, alopecia and pain outcome was unknown and the menorrhagia had resolved. The reporter considered alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, menorrhagia, migraine, pain, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 1-jul-2019: plaintiff fact sheet and mr received, case become invalid to valid significant new reporter, patient demographic, concurrent conditions, lab data, concomitant medication, essure indication, stop date, lot number and event injury to herself replaced with abnormal bleeding (vaginal, menorrhagia), hysterectomy (full), bladder or urinary problems or changes, migraines /headaches, dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, other injury(ies) or complication(s) please describe: fibromyalgia-chronic pain, hair loss were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.